Manufacturer narrative:
Event should have been reported as a serious injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The aortic neck was 10 mm in length and 27 mm in diameter at the renal arteries. There was a sharp curve/turn in the distal part of the aortic neck. It was reported that during the index procedure the physician was modelling the bifurcated stent graft with a reliant balloon and inadvertently pulled the endurant bifurcated stent graft distally. The inaccurate placement of the endurant bifurcated stent graft resulted in a proximal type I endoleak. The physician elected to implant an endurant aortic cuff and the events were resolved. Per the physician, the event was related to the patient¿s anatomy of angulation of the distal aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.